Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump alarm had been going off "for about two weeks" and was going off more frequently. The patient had been unable to get a refill due to unrelated issues and now he could not find a doctor to do the refill. He was going through withdrawal and was sick. No further complications were reported.